Event description:
It was reported the customer's insulin pump was not functional. Customer stated their motor did not sound right when they change out their reservoir. Customer also reported their insulin pump did not deliver the proper amount of insulin to their body. The customer also reported receiving an unexpected restart alarm on their insulin pump. Customer's blood glucose was 130 mg/dl at the time of the call. The customer stated their temp basal was not programmed before the alarm occurred. Customer also reported their insulin pump's screen was hard to read. Customer requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.